Event description:
The customer reported a burning smell coming from a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. There was no smoke, sparks, arcing or flames reported by the customer. The fire department was not called and there was no medical attention required for any operator.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse stated a few drops of fluid leaked from pinch valves vl218 and vl223 onto the waste interface connection board shorting it out and causing a burning smell. The leak was contained. The fse replaced vl218 and vl223 resolving the leak. The fse also replaced the waste interface connection board; as it was damaged by the leak and cleaned manifold (mf) 203 as it also got wet due to the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).